Manufacturer narrative:
The accu-chek inform ii test strips' lot number was 671402. The expiration date was not provided. The qc was acceptable. The customer suspected an interference due to ethylene glycol intoxication. The accu-chek inform ii test strips and meter were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter when compared to the hexokinase laboratory method. The glucose result measured on the accu-chek inform ii meter was approximately 1.7 mmol/l, while the glucose result measured using the abbott alinity was approximately 10 mmol/l.